Manufacturer narrative:
Device evaluation: the nail was visually inspected and revealed that the housing tube was deformed (dent) and there were laser marks on the nail. X-rays for internal components showed no damage and revealed the nail to be partially distracted. The nail was functionally tested and was not able to distract and retract with the erc and high-speed magnet. It was found to be jammed. It subsequently failed the force test and stoke test. The reported description was confirmed as there was damage found on the housing tube located at the anti-rotation lug and it may have caused excessive drag on the distraction rod which resulted in a failure to distract. The drag from the dent may have caused the inability to apply enough force for limb lengthening. However, the DHR documents indicated that unit was manufactured in accordance with the specified requirements at that time and met all of the required quality inspections prior to shipment.

Manufacturer narrative:
No product has been returned for evaluation as it remains in-situ. Radiographs provided did not confirm the alleged event. No root cause can be confirmed at this time.

Event description:
Information was received that an osteotomy procedure was performed on (B)(6) 2020. As per the reporter, the nail was not lengthening in the left leg.